Event description:
Analysis of the computer and flashcard was completed.no anomalies associated with the handheld computer were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.no anomalies associated with flashcard software or databases were identified. The flashcard and software performed according to functional specifications.

Event description:
Reporter indicated a vns dell x5 computer was freezing at the initial screen every time an interrogation was attempted. Performing a hard reset does not resolve the screen freezing. The computer and flashcard have been returned and are pending analysis.